Manufacturer narrative:
(B)(4).

Event description:
The patient began to experience lack of pain relief. A reservoir volume higher than expected in the pump was observed. The pump medication was removed and replaced with saline until the cause of the issue is identified.